Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the pressure sensor adjustment was offset during maintenance of the device. The issue involved an olympus high flow insufflation unit. There was no patient involvement.